Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 25.7mm. Prior to the implant procedure, aspirin was administered and after the implant the patient was started on clopidogrel. The patient was discharged on (B)(6) 2017. On (B)(6) 2018, the patient had a transesophageal echocardiography(tee) evaluation as part of the 12-month follow up visit. The tee report revealed a thrombus on the atrial facing surface of the closure device. A thrombus in the left atrium with a 2.5 mm residual jet around the device was also noted on tee.

Event description:
Asap too study. It was reported that a thrombus occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 25.7mm. Prior to the implant procedure, aspirin was administered and after the implant the patient was started on clopidogrel. The patient was discharged on (B)(6) 2017. On (B)(6) 2018, the patient had a transesophageal echocardiography(tee) evaluation as part of the 12-month follow up visit. The tee report revealed a thrombus on the atrial facing surface of the closure device. A thrombus in the left atrium with a 2.5 mm residual jet around the device was also noted on tee. It was further reported that the thrombus that was noted, resides within the watchman device inside the left atrium atrial appendage. The thrombus was reported as not being on the atrial facing surface of the closure device.